Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6 relevant tests/laboratory data,inclu - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when bg was checked at the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day around 1am, the patient was alerted to a cgm value of 46 mg/dl. The patient self-treated with orange juice. She then took a bg meter reading, which was 112 mg/dl. The patient got nervous as her cgm reading was still providing a low value, so she went to the emergency room (ER). At the ER, the patient¿s cgm was still reading 46 mg/dl, and her bg meter reading was ¿normal¿ (no specific value was reported). The patient was given some apple juice and graham crackers as treatment. The patient was observed for approximately 30 hours and was discharged home the following day. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.